Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (15 mg/cc at 2.7 mg) via an implantable infusion pump. It was reported that during a refill there was supposed to be 3 ml and the physician aspirated 18 ml. A dye and rotor study were attempted today and the physician was unable to aspirate the catheter. The patient was referred for a catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# / serial#: n001637312, implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4) , ubd: 28-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.